Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. 2 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 . 2 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 4 reported events are included in this follow-up record. Product return status : 4 devices were received.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. - 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.